Event description:
According to the reporter: occurred during a lap. Sleeve gastrectomy. On the first firing there was a poor staple formation, staples at distal end did not form. The distal staple line was incomplete and was fixed using a new reload. Unformed staples fell into the patient cavity and were removed with a lap grasper. To solve the case, loose staples were removed and a new staple load or cartridge was used. No patient injury.